Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the troubleshooting for an unrelated issue on the homechoice (hc) device, the home patient (hp) found that the automated peritoneal dialysis (apd) set with cassette was wet and the floor was wet. This was identified when the technical service representative (tsr) was instructing the hp to disconnect from the set up to end the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.